Event description:
A report was received stating that after six days of use, a patient's caregiver experienced resistance while attempting to cap the inner cannula of a tracheostomy tube. The reporter stated that recannulation of the patient was not required nor attempted. There was no harm to the patient reported. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).